Event description:
During surgery, a flare-up occurred which was perceived to be due to cautery being used in proximity of the neck area. Patient received slight burns to the neck and face areas. A valleylab force triad cautery unit and standard cautery supplies were being used. The valleylab force triad cautery unit was then pulled from service and had a complete review done by the biomed department. During the review of the equipment, using the exact same lot numbers of the cautery supplies used in the case, no issues were found. All cautery equipment and supply functions were normal and within manufacturer acceptable tolerances. Because no issues were found with the cautery equipment or supplies, we are not posting a complaint with the manufacturers. Other processes are being reviewed which may have attributed to the event.